Manufacturer narrative:
The device was returned for evaluation. The product investigation revealed that the light source failed to ignite the lamp. The root cause of the ignition failure is a defective ballast. In addition, the capacitor on the ballast exploded. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that just after turning the device on before surgery, the capacitor popped on the power supply for the light source. There was no fire but the capacitor smelled and smoked in the room.